Event description:
Customer reported to beckman coulter, inc. (Bec) that electrolytes were failing calibration and the ion selective electrode drain of the unicel dxc 800 synchron system (dxc 800) was flooding. Customer reported that the leak was not contained in the drip tray. Customer reported that a few cubic centimeters of fluid leaked down onto the mat under the instrument. Customer reported that the dxc 800 generated erroneous results on two samples. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found an obstruction in a valve port of the ion selective electrode (ise) module. The fse removed and reinstalled the valve. The ise module drained properly after the repair.

Manufacturer narrative:
(B)(4).